Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "complaint sample received, and visual inspection was performed on the product. Product complaint received was same as complaint description 1 piece with lma supreme size 3. Lot number can't be verified due to no pouch provided. When device was visually inspected, a tear at inflation balloon area was observed. Part (inflation balloon) was submerged in water and leak test was performed. Observation: bubbles detected. It was confirmed leak. DHR was reviewed. No abnormality was found." The root cause was found to be manufacturing related. A non-conformance was opened to address this issue.

Event description:
It was reported that "the doctor found cuff leakage during using on the patient". No harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage during using on the patient". No harm or injury reported. Patient condition reported as "fine".